Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose level of 550 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injections. The customer reported that the auto mode was active during the reported event. The customer reported other events such as nausea and thirsty. The customer reported insulin exited at quick release. The device will not be returned for analysis.